Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the patient had a sudden overactive bladder. After checking the battery and changing programs, things were a little better. They couldn¿t use all of the programs, which was a situation that began several years prior to the report. They kept trying to fix the programs, but it still wasn¿t working right, noting they were up almost hourly at night. The patient even tried to change their fluid intake. They noted there were no changes that led to the bladder device not operating well except for the pacemaker. This issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins did not seem to be operating well. No patient complications were reported as a result of this event.